Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-13996 scorpion's tip was broken off while trying to pass the fibertape through the tendon. Noticed during a case, tip of scorpion retrieved, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.